Manufacturer narrative:
The customer contacted abbott and requested service due to the ongoing mixer error 5723. Upon arrival, the abbott field service representative (fsr) inspected the r1 mixer sensor. There was no observed problem with the sensor but the fsr replaced it as a precaution. The customer stated that they had already addressed the magnesium result issue by replacing the mixer prior to the fsr visit. This was confirmed by comparing magnesium precision runs from both before and after the r1 mixer had been replaced. The ticket notes indicate there have been no additional mixer errors or discrepant magnesium results since the r1 mixer and mixer sensor was replaced. An instrument service history review revealed no additional discrepant patient results reported on (B)(4). A review of historical data for the parts associated with this complaint revealed no adverse trend or systemic issues. A review of labeling concluded that the issue is sufficiently addressed. No product malfunction or deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. The device failed to meet performance specifications or otherwise perform as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision with the magnesium assay on the architect c16000 system. One example was provided. An initial elevated magnesium result of 3.09 mmol/l was generated for a patient sample (ID c337201) that retested within the normal range at 0.81 and 08.0 mmol/l. The initial elevated result was not reported out of the laboratory. No adverse impact to patient management was reported.